Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of stainless steel 4.5 lcp proximal tibia plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient, who had sustained a proximal third tibia fracture while involved in a motor vehicle accident in (B)(6) 2011, was treated with a tibial nail. The patient was treated for a non-union in (B)(6) 2013. Later the patient was operated on to address the non-union on two separate occasions. On (B)(6) 2014 the surgeon addressed the fracture by implanting a locking compression plate (lcp) proximal tibia plate, three cannulated locking screws, and five cortex screws. The implanted devices were later removed on (B)(6) 2014 due to the plate breaking at the fracture site and non-union. The revision surgery was successfully completed with no surgical delay; the plate and unbroken screws were removed and the patient revised with a tibial nail and bone graft from the patient¿s iliac crest. This is report 1 of 1 for (B)(4).